Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was in the 200s(mg/dl). Customer alleged pump was the suspected cause of bg level. Although requested, the customer declined to perform a system check to determine a possible cause and declined to provide additional information.